Event description:
Respiratory therapist (rt) at the pt's home performing routine checks. When testing the high pressure "pop-off", rt found that it would not dump off excess pressure. The alarms were reported to be functional. There was no pt harm.